Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The patient reported that she went to hospital ER (emergency room) due to high bg (blood glucose) of 600 mg/dl after giving boluses to treat herself and drinking water, but levels were not going down. Patient was feeling sick and light-headed, with chest pains, dizziness, headaches, and shortness of breath. The patient stated thinking that the pod was loose and that the pod was not secure during the time patient was sleeping. Husband and patient think that in her sleep, the cannula may have pulled out so they gave a bolus in the arm and it delivered but had no effect. The patient also states the cannula was bent. Patient reported that morning at 10:30am she went to unity diabetic center to change out the pod and was given some insulin there, but then was sent to ER due to bg going up because a doctor was not available. The patient states that after she left the clinic, her bg values went down a little bit to 571 mg/dl. The patient went to the ER 5 minutes away where they suspended her insulin in the pod to put her on an IV insulin drip and 4 hours later they had her bg down to a reasonable level, she was then discharged. Additional treatment included cardiac monitoring, continuous pulse oximetry imagery, EKG, and chest x-ray.

Manufacturer narrative:
No issues were noted that would result in the cannula dislodging from the infusion site or a failure to deliver insulin. The reported events could not be determined. The exposed portion of the soft cannula was not bent or kinked. Residual adhesion was felt when peeling the adhesive pad apart. Due to the device having been worn. The original state of the adhesive pad could not be determined.